Event description:
The customer reported the ventilator was alarming and the monitor was blank during use use on a patient. The customer reported there was no patient harm. During testing, the manufacturer's service technician reported the ventilator would not proceed into power on self testing. The service technician replaced the vga pcb to correct the finding. Performance verification testing was completed and tests passed per operating specifications. Analysis of the vga pcb board revealed a malfunction that may result in the unit shutting down during operation with a backup alarm active.